Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 health effect - impact code. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the outer plastic on box was sealed around card board box, the first layer of sterile packaging was not sealed on one end. The final layer was sealed. Sales rep was sending back box and unsealed wrap. The implant was used since final layer was sterilely intact. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. 25_jun_2025_15_41_11_29877. Additionally a manufacturing investigation was raised for the complaint issue. The photo investigation found that the outer pouch (secondary sterile barrier) wasn¿t vacuum sealed; the pouch does not have any evidence of heat sealed application to it. Based on the manufacturing investigation, it was confirmed that the reported condition was caused by a manufacturing issue; the assignable cause was related to human error. The secondary sterile barrier exists to minimize risk of introducing microbial contamination to the surgical suite during the presentation of the device (within its primary packaging). . Even if the integrity of the secondary barrier seal was compromized, it would be expected that the inner packaging would not be appreciably contaminated as microbial bioburden on packaging is primarily introduced through direct contact (handling). As such, whilst there is additional risk of introducing contamination to the surgical suite as a result of the secondary sterile barrier being compromized, the risk should be considered low. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the actis collared high size 7 contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance" activities. Device history lot : a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the outer plastic on box was sealed around card board box, the first layer of sterile packaging was not sealed on one end. The final layer was sealed. Sales rep was sending back box and unsealed wrap. The implant was used since final layer was sterilely intact. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. 25_jun_2025_15_41_11_29877. Additionally a manufacturing investigation was raised for the complaint issue. The photo investigation found that the outer pouch (secondary sterile barrier) wasn¿t vacuum sealed; the pouch does not have any evidence of heat sealed application to it. Based on the manufacturing investigation, it was confirmed that the reported condition was caused by a manufacturing issue; the assignable cause was related to human error. The secondary sterile barrier exists to minimize risk of introducing microbial contamination to the surgical suite during the presentation of the device (within its primary packaging). . Even if the integrity of the secondary barrier seal was compromized, it would be expected that the inner packaging would not be appreciably contaminated as microbial bioburden on packaging is primarily introduced through direct contact (handling). As such, whilst there is additional risk of introducing contamination to the surgical suite as a result of the secondary sterile barrier being compromized, the risk should be considered low. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the actis collared high size 7 contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance" activities. Device history lot : a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue. Device history review : a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the outer plastic on box was sealed around card board box, the first layer of sterile packaging was not sealed on one end. The final layer was sealed. Sales rep was sending back box and unsealed wrap. The implant was used since final layer was sterilely intact. The product was returned to j&j medtech orthopaedics for evaluation. Additionally a manufacturing investigation was raised for the complaint issue. Visual inspection of the returned device found that the outer pouch (secondary sterile barrier) wasn¿t vacuum sealed; the pouch does not have any evidence of heat sealed application to it. Based on the manufacturing investigation, it was confirmed that the reported condition was caused by a manufacturing issue; the assignable cause was related to human error. The secondary sterile barrier exists to minimize risk of introducing microbial contamination to the surgical suite during the presentation of the device (within its primary packaging). . Even if the integrity of the secondary barrier seal was compromized, it would be expected that the inner packaging would not be appreciably contaminated as microbial bioburden on packaging is primarily introduced through direct contact (handling). As such, whilst there is additional risk of introducing contamination to the surgical suite as a result of the secondary sterile barrier being compromized, the risk should be considered low. The overall complaint was confirmed as the observed condition of the actis collared high size 7 would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance" activities. Device history lot : a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue. Device history review : a manufacturing record evaluation was performed for the finished device [101012070/4799947] and no non-conformances or manufacturing irregularities were identified. However an nc was raised to address the reported issue. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the outer plastic on box was sealed around cardboard box, the first layer of sterile packaging was not sealed on one end. The final layer was sealed. The implant was used since final layer was sterilely intact. Doi: (B)(6) 2025. Doe: (B)(6) 2025. Affected side: right hip.